Event description:
It was reported that one year ago the patient fell on the implantable neurostimulator (ins) site. It was reported that their ins site has been bruised for the past couple of months and that their stimulation is not being felt all the time. It was reported the patient will turn their stimulation up to 3.0 and will walk about and not feel any stimulation but if they lie down in a certain position they will feel stimulation. It was noted the patient has not been to see their health care provider (hcp) since their fall. It was reported the patient had ¿rf blocks¿ done one month prior to report and the stimulation device works on legs but not on their lower back for pain.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).